Manufacturer narrative:
(B)(4). Events reported in mwr- 2210968-2020-09837, 2210968-2020-09838, 2210968-2020-09839, and 2210968-2020-09840. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved in this single procedure? Any patient consequences? Please provide procedure date. Is the device being returned for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an aortic bypass on (B)(6) 2020 and suture was used. During the procedure, the suture thread broke after passing through tissue. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/8/2021 additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: -how many devices were involved in this single procedure -any patient consequences? -please provide procedure date -is the device being returned for analysis? The impacted product has been discarded and there is no same lot number available to be sent for evaluation. No patient adverse reported to her since this case was reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.